Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was confirmed. However, the cause for the condition could not be reliably determined.

Event description:
During an abdominoplasty procedure, the suture broke. The surgeon applied another product. The hosp reported that no pt injury had occurred.